Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. The programmer files were reviewed. (B)(4). Conclusion: both ICD and programmer operated as specified. This behaviour is normal, and is not related to any software anomaly. This device can remain implanted w/o further action.

Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010. Upon scheduled f/u performed on (B)(6) 2010, the programmer software displayed inconsistent statistics, according to the physician: the percentage of p-waves displayed was 262% (i.e. Greater than 100%). Apart from that, the ICD operated properly (in ddi mode) and the pt was not symptomatic (the pt was properly resynchronized, as reported). The physician would like to understand the statistics displayed by the programmer.